Manufacturer narrative:
Date of event: the date of onset is unknown. Signs and symptoms of infection attributed to the retained foreign material were initially noted by the physician on (B)(6) 2020. Thus, (B)(6) 2020 was utilized. Other: v.a.c. Whitefoam" dressing lot number was not available and the dressing was discarded; therefore, a device history record review and a device evaluation could not be performed. Based on information provided, kci cannot determine when the retained foreign material alleged to be v.a.c. Whitefoam" dressing was placed in the wound. Kci is unable to determine if the alleged reinfection is related to the v.a.c. Whitefoam" dressing. The patient had an extensive surgical history and pre-existing sternal wound infection prior to the initial placement of v.a.c.¿ therapy. Furthermore, the physician resumed v.a.c.¿ therapy after the alleged event. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The foreign material was allegedly left in the wound for over the manufacturer's recommendations. This event is being reported as a potential use error. Device labeling, available in print and online, states: warning: never leave a v.a.c.¿ dressing in place without active v.a.c.¿ therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.¿ dressing from an unopened sterile package and restart v.a.c.¿ therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Foam placement: always use v.a.c.¿ dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.¿ whitefoam" dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.¿ foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam" dressings or nonadherent material underneath the v.a.c.¿ granufoam" dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 08-jul-2021, clinical records received from the physician were reviewed by kci which noted the following information: on (B)(6) 2020, the patient underwent a sternal sinus tract excision and debridement of sternal bone for presumed osteomyelitis with placement of the activ.a.c." Ion progress" remote therapy monitoring system. Whitefoam" dressing was placed deep within the bony defect. On (B)(6) 2020, the patient presented for a post-operative wound evaluation and due to turbid drainage noted at the incision site, the wound was cultured. On (B)(6) 2020, the physician noted that the wound culture was positive for candida albicans and the patient was placed on two weeks of an oral antifungal medication. On (B)(6) 2020, the physician noted increasing erythema and induration and that the wound was not healing from the bottom up; there was an area at the base of wound that would require additional surgery to reopen the wound as a new sinus tract has developed deep to the original incision site. On (B)(6) 2020, the patient underwent an incision and drainage and sternal debridement. During surgery, a piece of foreign material alleged to be v.a.c. Whitefoam" dressing was identified and surgically excised. On (B)(6)2020, the patient presented for a post-operative wound evaluation and the physician noted the wound looked "excellent" with "healthy granulation". The physician further noted that the cause of the patient's "continuous candida contaminated drainage" and reinfection was due to the foreign material being left within the wound. On (B)(6) 2021, v.a.c.¿ therapy was discontinued with "goal of therapy met" documented per discharge order. The v.a.c. Whitefoam" dressing lot number was not provided and the product was discarded; therefore, a device history record review and device evaluation could not be performed.